Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of hypersensitivity ("allergic reaction") and hypotension ("ER blood pressure was extremely low") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2022. An unknown time later she experienced hypersensitivity (seriousness criterion intervention required), headache ("headache"), vomiting ("vomiting"), hypotension (seriousness criterion hospitalisation), pyrexia ("high fever") and gastritis ("stomach inflammation"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered gastritis, headache, hypersensitivity, hypotension, pyrexia and vomiting to be related to essure administration. The reporter commented: 2013 implanted. Had an allergic reaction 48 hours after being implanted; woke up with a headache and vomiting, called an ambulance, when she got to ER blood pressure was extremely low, had a high fever, stayed in the hospital for three days because blood pressure kept dropping. Stomach inflammation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction') and hypotension ('ER blood pressure was extreamly low') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criterion intervention required), headache ("headache"), vomiting ("vomiting"), hypotension (seriousness criterion hospitalization), pyrexia ("high fever") and gastritis ("stomach inflamation"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the hypersensitivity, headache, vomiting, hypotension, pyrexia and gastritis outcome was unknown. The reporter considered gastritis, headache, hypersensitivity, hypotension, pyrexia and vomiting to be related to essure. The reporter commented: 2013 implanted. Had an allergic reaction 48 hours after being implanted; woke up with a headache and vomiting, called an ambulance, when she got to ER blood pressure was extremely low, had a high fever, stayed in the hospital for three days because blood pressure kept dropping. Stomach inflammation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jul-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.